Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2: reference MFR report #: 1627487-2015-07608. It was reported the patient experienced a cerebrospinal fluid leak during the implant procedure on (B)(6) 2015. Following the procedure, the patient reported severe headache and neck pain. As a result, the patient's leads were removed on (B)(6) 2015 and a blood patch was applied. Follow-up revealed the headache has resolved over time.